Event description:
Pt with IV insulin infusing in chanel a, required to be stopped per glucommander protocol. I turned "channel a" off and immediately the pump began to alarm about the safety clamp. The door was closed and had been closed this entire time. I noticed the infusion was free flowing and rolled the clamp to close.